Event description:
Child swallowed a penny. Esophagoscope was placed and the penny was visualized. The optical grasper was placed in the scope to grasp the penny. The graspers failed and a piece fell off in the esophagus. Another pair of optical graspers was obtained. The penny and the piece from the first grasper were retrieved with no harm to the patient.